Manufacturer narrative:
Date of this submission is (B)(4) 2011. This closes out this report unless other significant info is received.

Manufacturer narrative:
An internal review identified that a correction was required to a previously submitted report. In addition the results of a visula inspection and a quality investigation revealed that test results meet specifications on the returned sample and there were no trends observed. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011, from a (B)(6) female consumer reporting on self from (B)(6). The consumer did not have any known medical history and concomitant medications were not reported. On (B)(6) 2011, the consumer started using o.b. Ultra absorbency tampons, one time vaginally during periods for normal menstruation (lot number 0200m6973, expiration date unspecified). On the same day, when she tried to remove the tampon, the string broke off and the tampon got stuck in her vagina. She visited the emergency room to get the tampon removed. On the same day, the device was discontinued and the event resolved. This report was assessed as serious event. The company causality was assessed as possible. This report is also considered a reportable malfunction case in the united states.

Event description:
Consumer reports that tampon got stuck in vagina due to string breaking. She went to the emergency room and had it removed.